Event description:
It was initially reported that the pt had high impedance on system and normal mode diagnostics (dcdc code - 7, output status - limit, impedance - high). The pt's device was not disabled at that time. There was no reported trauma. X-rays were taken but have not been provided by the MFR. The surgeon is going to review the x-rays and determine if they will move forward with replacement.